Manufacturer narrative:
This report is submitted on june 17, 2022.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery under general anaesthesia on (B)(6) 2022, due to poor magnet retention. The implanted device remains.